Event description:
I use fixodent. It makes a tingling feeling in my mouth. I have been using now for forty years. I also use poligrip. It clogs up in my throat and makes me nauseated. Dose or amount: denture cream. Frequency: 3 times a day. Route: fixodent. Dates of use: 40 yrs. Diagnosis or reason for use: for dentures. Event abated after use stopped: no.